Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2158-50 serial# (B)(4) description: linear lead, 50 cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient's precision system was explanted due to an infection at the midline incision site. The patient was administered intravenous antibiotics. The physician believed that the infection was procedure related.